Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year, six months and six days following the implant of this transcatheter bioprosthetic valve, moderate-severe central aortic regurgitation was observed. It was unknown what the cause of the aortic regurgitation was and whether a micro tear would have occurred from the balloon. A 26 mm non-medtronic valve was implanted successfully. No additional adverse patient effects were reported.